Event description:
It was reported that the user experienced elevated blood glucose associated with leaking cartridges while using the ilet system, with a reported blood glucose of 335 and repeated leaks despite replacing multiple cartridges, connectors, and a steel infusion set, consistent with a device leak involving the reservoir component. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage consistent with a seal issue, aligning with a leak/splash device problem localized to the reservoir component. Symptoms included dry mouth and polydipsia associated with hyperglycemia. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.